Event description:
Boston scientific received information that the patient with this right ventricular (rv) was having multiple ventricular tachycardia (vt)/ventricular fibrillation (vf) events. Upon reviewing one of the stored episodes, the local boston scientific field representative noted that the patient received quick convert therapy for vt which accelerated the patient into vf. The patient the received 8 shocks without conversion of the vf. The vf ultimately spontaneously converted on it's own. A chest x-ray was performed which revealed that the distal coil of the lead was positioned in the valve which was determined to not have been optimal for defibrillation. The lead was reported to have dislodged. The patient was seen for a lead revision where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.